Event description:
Customer reported that the led is glowing red. This is report 1 of 1 for complaint# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and confirmed that faulty handling caused liquid residue to form inside and outside of the housing. This caused the led to turn red and the battery cover to melt. The device was taken out of service. (B)(6). Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was inappropriately autoclaved, contained fluid and battery cover melted. This was attributed to improper handling. Placeholder.